Event description:
It was reported that a site is having problems with their handheld. When the nurse tried to turn it on nothing would happen. She always keeps it plugged into the wall and charged. She tried to turn it on and nothing would make it turn on. Checked connections to verify they are all connected. A different outlet was used and it still would not turn on. A replacement handheld was sent to the site. Product analysis is pending on the handheld.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.